Event description:
On 18-dec-2025, a sales representative reported via (B)(4) that (2) ar-3636 knotless 1.8 fibertak® soft anchors locked up to shuttle. The issue was discovered during a surgery. Another device was swapped, and the case was completed with no adverse effects to the patient. Additional information was provided on 22-dec-2025 via sems where the sales representative reported that this event occurred during a labrum procedure. The patient had a good bone quality. An ar-3638ds knotless fibertak was used to prepare the bone socket. A device from another manufacturer was used to complete the case. The case was delayed ten minutes where additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is not confirmed. No problem found. Ten packaged ar-3636 serial/batch number (B)(6) were received for investigation. Functional testing was performed by opening one of the packaged devices received, and it was revealed that the device functions as intended. No problem was found. Visual inspection noted know problems or deformities with the device. The most likely cause is attributed to misuse/use error due to a misunderstanding of the device's operation and/or an improper surgical technique. Per the directions for use (dfu) dfu-0054-eo revision 7, bio-fastak, fastak¿, suturetak® and fibertak® suture anchors, e. Warnings "6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device."